Manufacturer narrative:
The sample was collected in a lithium heparin plasma tube with a gel separator. Centrifugation information has not been supplied to date. Qc is performed once every 24 hours, and was within the established ranges prior to and after the event. A routine system check performed on (B)(4) 2011 passed within instrument specifications. Service was not dispatched for this event as the customer has their own bio-medical engineer (bme). Bci has made several unsuccessful attempts to contact the customer for additional information. Hardware verification information has not been supplied to date. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously elevated troponin (accutni) result, within the risk stratification range, generated by access 2 immunoassay system for one patient. The result was reported out of the laboratory. Subsequent testing on an alternate instrument produced a lower result within the normal reference range. The patient was treated with medication but the specific medication and dosage has not been supplied to date.